Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a detached bending section was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, a possible cause includes degradation problems. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.